Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an alert for possible output circuit damage was confirmed in the laboratory. Upon receipt, the device was found in backup vvi mode due to a power-on reset. The device was tested on the bench and the hv output circuit was found to be damaged. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can, which caused the damaged hv output circuit and power-on reset.

Event description:
It was reported that the patient presented for follow-up after experiencing atrial fibrillation with a rapid ventricular response. An attempted high voltage therapy failed. The device showed an alert for possible output circuit damage. The device and competitive lead were explanted and replaced. The patient was in good condition following the procedure.